Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient will be performing continuous ambulatory peritoneal dialysis (capd) because they have been experiencing issues draining on cycler while in the laying down position. The rn reported that the issue has been occurring for an unknown amount of time now, but was not a high concern as the patient was still urinating independently. The rn reported that the patient's urine levels have decreased recently and the patient experienced a fluid overload at 10kg over dry-weight on (B)(6) 2020. The rn reported that the initial plan was to pull more fluids with throughout the day. However, the rn reported that the patient drained just fine with capd, and the patient does not want to reposition their catheter. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient experienced persistent drain complications during continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler at home while in the supine position. The patient also experienced fluid overload on (B)(6) 2020 directly attributed to drain complications due to a malposition of the patient¿s pd catheter (not a fresenius product). Due to the malposition of the patient¿s pd catheter, the patient has been forming an umbilical hernia over time. The patient has not experienced any pain as a result of these events and ccpd therapy on the liberty select cycler has not exacerbated the severity of the hernia, as the hernia is directly attributed to the malposition of the pd catheter. The patient was not hospitalized and no additional medical intervention beyond ongoing pd therapy support was provided. There was no report this event was due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient has refused surgery to reposition their pd catheter and has transitioned to capd as the patient has not experienced drain complications with capd. The patient continues capd therapy at home with no plans to continue ccpd therapy on the liberty select cycler.